Manufacturer narrative:
Attempts have been made to ascertain additional info about incident. The file will be updated as soon as additional info is received.

Event description:
Procedure: unk. Reportedly, the tip of the instrument broke during utilization and there was no coagulation; lesion to the right superior colic vein.